Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, out of box, the customer noticed that the item was not sealed, which suggested it could be unsterile. There was no delay in surgical procedure.

Manufacturer narrative:
Terumo did receive the actual device and the complaint was confirmed. The pack was sealed and 100 percent inspected prior to distribution. The root cause of this event is likely due to customer mishandling of the pack, causing the tear. The complaint was included in associate awareness training. The device history record did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending, and follow up. (B)(4).